Event description:
Etc02 detector did not function on a intubated pt. No wave form present. No etc02 reading present. Verification done per protocol. Etc02 pullled from service and during equipment check was able to duplicate the events. The adapter was sent to internal biomedical engineering dept. New capnostat sent to user and no further problems reported.